Manufacturer narrative:
On 09nov2020, a customer in france ((B)(4)/ cn-117380) reported that in vitek 2 systems (v2s) software, results for tested isolates/cards did not appear in the expected time frame. There were no errors displayed to the customer. The customer reported that setting up new cards and running test again did provide results. The issue began when the customer¿s system was at vitek 2 system software version 8.01 and continued after upgrading to vitek 2 systems software 9.02. The investigation identified (2) root causes: ¿ invalid certificates prevented vitek 2 software to contact biomérieux user management (skeeper) when a cassette was processed. ¿ error of the user for entering setup tech name incorrectly. This prevented the cassette (isolate) results from appearing in the v2s software. Gcs mar ¿4277, vitek 2 systems 8.01 and higher-invalid security certificate - computer name or network configuration change¿ was issued on 17apr2019 to remind subsidiaries/distributors and customers about the instructions for modifying the pc hostname or network configuration. A maintenance release (9mr2) was issued to the field on 03aug2021 via customer service notification (csn 5259 ¿ vitek 2 systems 9mr2 maintenance release) to correct the problem of not being able to edit the setup tech name in applicable scenarios. Biomérieux highly recommends that customers apply 9mr2. If the customer chooses not to apply 9mr2 the customer will not be able to correct setup tech errors.

Event description:
A customer in (B)(6) notified biomerieux of a delay in obtaining results for a patient isolate in association with the vitek® 2 computer in association with their vitek® 2 xl (ref. 27228) and software version 8.01. The isolate was initially tested on (B)(6) 2020, the customer stated the isolate should have appeared on their vitek® 2 web application the following day (B)(6) 2020. The isolate was not present when the customer opened the version 8.01 web application. The isolate was retested on (B)(6) 2020 and results transferred and were read on (B)(6)2020. The customer stated the result should have been available on (B)(6) 2020, and that there was a delay in reporting results greater than twenty-four (24) hours because the isolate was retested. There is no indication or report from the laboratory that the delay in results led to any adverse event in the patient's state of health. A biomérieux internal investigation has been initiated.